Event description:
Pt underwent gastric bypass operation in 2004. Ethicon endoscopic linear cutter staplers used during operation. Stapler misfired during jejunojejunostomy formation. Stapler cut tissue but did not staple. Injury repaired at time of surgery. Pt developed anastomotic leak at the same site 24 hours after the operation. Exploration and repair carried out expeditiously. Pt continued to be septic in postoperative period. Death from sepsis 3 days later.